Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in distal right coronary artery. A 3.00 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent could not cross the lesion and when pulled back to reposition, the proximal end of the stent struts were kinked. The procedure was completed with a different device. There were no patient complications nor injuries reported.